Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Summary: the picture of a start-x tip ems insert was provided. We guess that the instrument broke at the active part level. No further analysis can be made based on the available picture. No unused device is available for eventual evaluation. Nothing unusual to report was found during DHR review (batch #1888030). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a start-x tip ems insert 3 broke during use. All broken parts have been retrieved from patient's mouth. No injury.